Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator for trial stimulation reported that after starting the trial stimulation the symptoms were worse than prior to starting the trial. The patient stated that she feels achy and that stimulation feels different "more like its in my buttocks." The patient also reported that when stimulation was turned up she could not urinate, but could when she turned it down. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.